Manufacturer narrative:
(B)(4). The g5 system is associated with product code pqf.

Event description:
Dexcom was made aware on (B)(6) 2017 that on (B)(6) 2017 the receiver initialized without a manual restart. No additional event or patient information is available. No product or data were provided for evaluation. The report of the receiver initializing without manual restart could not be confirmed. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. The receiver would not boot up and continuously re-initialized. The receiver case was opened for further evaluation. A data log was able to be retrieved by detaching the ui from the printed circuit board. A review of the data log observed firmware errors and a screen error. The reported event of an initializing screen without a manual restart was confirmed. A root cause could not be determined.